Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained "abnormal assay" errors on multiple patient samples on the dimension vista 1500 instrument. Siemens remotely inspected the instrument files and observed a quality control (qc) issue on the instrument. Siemens observed that the customer continuously calibrated the instrument to bring qc within ranges. A siemens customer service engineer (cse) was dispatched to the customer site and ran service methods tests, resulting out of specification. The cse also ran diagnostics on the cuvette ring and auto-alignment and replaced the sample 2 mixer and sample 2 probe. The cse checked the probes, made adjustments and auto-aligned the sample 1, reagent 2 , reagent 3 and reagent 5 probes. Then the cse ran systems check tests, which passed. The cause of the discordant, falsely low calcium result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.